Event description:
A malfunction code labeled as malf 16 was reported, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose. The customer was instructed to utilize multiple daily injections (mdi) for insulin delivery as a backup.